Event description:
It was reported that during a surgical procedure in 2005, the pt received endura for a chlari malformation and decompression. Nine months after surgery, the pt developed meningitis which was identified as caused by cyrptococcus. Antibiotics were required for 2 and 1/2 months, both IV and oral pills (diflucan). The pt learned of the endura recall at a support group meeting. It was reported that the pt had been experiencing headaches and knots in her head and wondered if these symptoms could be caused by the endura, and if the endura should be removed. The pt was recommended to contact the neurosurgeon prior to her scheduled appointment in october and ask the questions posed. The surgery was two years ago and the surgeon did not remove the endura when the pt had meningitis.